Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month of post deployment, chest portable radiograph showed inferior vena cava filter was noted within the abdomen. Around, one month and seventeen days later, abdomen single view radiograph the tip of an inferior vena caval filter was seen. After, five days, computerized tomography-abdomen/pelvis with contrast showed that there was an inferior vena cava filter in the inferior vena cava with tip below the level of the renal veins. Around, three months and three days later, the patient presented with abdominal pain. A computerized tomography-abdomen/pelvis with contrast showed that there was a filter in the patent inferior vena cava. Around two years and seven months later, computerized tomography-abdomen/pelvis with contrast showed that inferior vena cava filter in proper position. Positive for caval wall perforation. Grade 1 perforation of all the legs. Grade 3 perforation of the 6 o'clock strut to abut l3-4-disc space. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.